Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display when they tried to perform tests on it. The device did not alarm a low battery before turning off. They inserted a new battery but it did not work. The device was not bumped, dropped or exposed to moisture. The drive support cap and battery cap were both normal. The customer¿s blood glucose during the incident was unknown. The insulin pump will not be returned for analysis.